Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead had low impedance, undersensing, and suspected chronic insulation failure. The unipolar impedance, 333 ohmns, was greater than bipolar, 253 ohms. Noise had also been noted, with isometric movement. The lead was capped and replaced. No patient complications were reported as a result of this event.